Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 400mg/dl with moderate ketones associated with air bubbles in the cartridge. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management for the alleged bg excursion. The reporter noted that the air bubble issue had occurred with five different cartridges since (B)(6) 2014. Troubleshooting indicated that the cartridges were being used appropriately per the instructions for use. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with air bubbles in the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.